Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during drain two of four on a homechoice (hc) machine, it was reported that a home patient (hp) had disconnected a bag and connected a new solution bag to a supply line during therapy. The technical service representative (tsr) explained that disconnecting and reconnecting bags should never be done during therapy. The hp opted to end therapy for the night. No patient injury or medical intervention was indicated in association with this report. No additional information is available.